Event description:
It was reported that the patient experienced ipg site tenderness which has progressed despite use of topical analgesics.

Manufacturer narrative:
Block b3: exact date unknown, event occurred late march or early (B)(6) 2024.

Event description:
It was reported that the patient experienced ipg site tenderness which progressed despite the use of topical analgesics. Additional information received that the patient also experienced burning sensation and inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.